Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and replaced all the aspirate probes and associated peristaltic pump tubing. The fse verified system alignments, ultrasonics and flushed the vacuum system with de-ionized (di) water. The fse performed a routine system check and a high sensitivity system check; both passed within system specifications. The unit conformed to the manufacturer's published performance specifications. Quality control (qc) recovery was within the laboratory's acceptable range prior to and after the event. There were no errors in the event log report at the time of testing but the customer noted the laboratory had intermittent "ultrasonic phase lock loop" errors.

Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing recovered a lower result, within the normal reference interval. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.